Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70, serial #: (B)(4), description: infiniontm cx 70 cm lead. Model #: sc-4316, lot #: 17549335, description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection. Symptoms were redness, drainage and fever. The infection was believed to be procedure related. It was also reported that the patient's wound sites were red and were not healing appropriately. The patient underwent an explant procedure and was placed on antibiotics. No device malfunction was suspected.

Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection. Symptoms were redness, drainage and fever. The infection was believed to be procedure related. It was also reported that the patient's wound sites were red and were not healing appropriately. The patient underwent an explant procedure and was placed on antibiotics. No device malfunction was suspected.